Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, and displacement test. No critical pump error alarms noted, however device received high sleep current and unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received open book image on screen. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.